Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator for failed back surgery syndrome. It was reported by patient that their healthcare professional (hcp) wanted them to see a manufacturer representative (rep) because something was going on with their stimulator. They were getting a sensation of shocking that started about 2 months ago. No further complications were reported.